Event description:
Knife tip is dull. Add'l info from physician states this blade does not cut as consistently as the one he is used to. He has reported the need to use sutures to close wounds and he has not done this for years. No other treatment or pt problems were observed.

Manufacturer narrative:
This report was originally received by the MFR on 11/11/96. Evaluation results were available on 1/3/97. The hospital returned four unopened knives from different lots than originally reported. No visible defects were found and all blades passed sharpness testing. There have been no similar reports on any of the reported lots.